Event description:
A discordant result for troponin I (tni) was obtained on an advia centaur xp instrument. The customer repeats samples with the cardiac panel every four hours. A discordant high tni result was obtained on the second run of a sample. The same sample was run once again on the same instrument and normal (negative) result was obtained. The same sample was run on an alternate instrument and the normal (negative) result was confirmed. Only the initial correct result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The fse learned that the customer had replaced reagent probe 1 due to damage. The fse could not reproduce the event. The cause of the discordant tni result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.